Event description:
The company was informed that the patient experienced sudden loss of lock. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Revision surgery has been scheduled.